Manufacturer narrative:
Intuitive surgical, inc. (Isi) did received the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument was disposed. Although the complaint regarding the seal breaking was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure that the universal seal on arm 4 broke where the intubation tubing hooks into the seal. There were no reports of fragments falling into the patient. The procedure was completed using a backup seal, with no reports of patient injury.